Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient was using the dexcom g6 sensor. The cgm graph indicated the patient was trending low (exact egv was not available). Later that day, the patient became violently ill and was transported to the hospital. He was diagnosed with diabetic ketoacidosis (dka) and stayed overnight. At the time of staying in the hospital, his blood glucose was 657 mg/dl. No additional details were documented. Although attempts to follow up with the reporter for additional event details were made, contact was unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.